Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported multiple conflicting results with the ID now covid-19 assay tested directly on a nasal/ nasopharyngeal kitted swab. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1031822 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number kit part number 191-000/lot 1031822 , test base part number 190-430/ lot 1031822. The lot met the required release specifications.. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1031822 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. This file is related to MDR 1221359-20021-003479-in.